Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited lack of sensing and no capture. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The ra lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.